Event description:
See initial report.

Manufacturer narrative:
H10: the damaged compressor was identified as root cause of the reported issue. The device has been removed from service and replaced with a new one.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge identified a defective cooling system. A leak of coolant is suspected since bubbling noise could be heard from the patient tank cooling coil. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling on the patient side. The issue was identified during a service activity. There was no patient involvement.